Event description:
I had nonstop bleeding since implant of essure, constant pain, headaches, weight gain, couldn't be intimate with my husband as it hurt too bad, was always tired, cranky and irritable, had rashes, almost constantly joint pain, severe abdominal pain all of which is gone now what I had a complete hysterectomy, essure ruined my life.